Event description:
In 2001 the end-user called disetronic, and stated that the tubing was detached from the luer lock. On august 10, 2001 maersk medical received the complaint and 1 used tubing. The near-incident took place overseas.